Event description:
On (B)(6) 2011, patient reported that he did not receive insulin from the infusion device due to the infusion sets and that he was hospitalized on (B)(6) 2011 with diabetic ketoacidosis. Blood glucose was elevated when he woke in the morning on (B)(6) 2011, and it elevated to 30 mmol/l (540 mg/dl) over the course of the day. He delivered a total of 89 units of insulin, and blood glucose would not decrease. He was admitted to the hospital and discharged on (B)(6) 2011. Blood glucose was 16 mmol/l (288 mg/dl) when he woke on (B)(6) 2011, and he delivered 23 units of insulin. Patient changed the cartridge and infusion set 2 times, but this did not resolve the concern. Blood glucose then increased to 23 mmol/l (414 mg/dl). Normal blood glucose is 3-11 mmol/l (54-198 mg/dl). Patient was taken off the infusion device and was on insulin injections. He had a gi infection, which he reported could have affected his blood glucose. There was no insulin leakage, and nothing unusual was noticed with the infusion sets. Follow-up was completed with patient on (B)(6) 2011. Patient was still receiving insulin via injections and he wanted to use an insulin pen for a few weeks to see if he likes it better. Patient reported that no error messages were received on the infusion device, and the infusion device was not damaged. The time, date, and basal rates were programmed correctly. Patient was sent 2 types of infusion sets to try. Alleged infusion sets were discarded and will not be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.